Manufacturer narrative:
The device was returned for investigation and received late this afternoon. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation. Mdrs for this complaint: (B)(4).

Event description:
It was reported that bending the plate using universal plate bender, one of the holes broke. Surgery was completed with a new plate, same sku. The delay time was around 30 minutes.